Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a check lines and bags alarm. The reported condition was not confirmed due to lack of product sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the incident was due to use error. The home patient (hp) confirmed that one drain bag spike was not in all the way. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) contacted global technical services regarding a check lines and bags alarm that occurred on the homechoice (hc) unit during prime. The hp stated he restarted the prime. The technical service representative (tsr) instructed the hp to check the drain line. The hp stated he was draining into two drain bags. The tsr instructed the hp to push in and turn the drain line and y manifold. The hp confirmed one drain bag spike was not in all the way. The hp further confirmed the machine primed. No patient injury or medical intervention was reported. No further information available.

Manufacturer narrative:
(B)(4). Therapy resumed with actual product sample. Lot information is unknown at this time. Should any additional information become available, a follow-up report will be submitted.